Event description:
It was reported that this right ventricular (rv) lead was exhibiting high voltage noise and shock impedance high out of range. Additionally, technical services (ts) stated no oversensing was present. The lead remains in service. No adverse patient effects were reported.